Event description:
It was reported that; upon insertion of the trial the inserter, inserter inside shaft and trial broke. Additional note: two of blades did not go into the cage and are imbedded in the bone due to the inserter inside shaft breaking.

Manufacturer narrative:
Lot# 144718; visual inspection. Since the reported event is on the tip of the handle fractured and stuck inside this reported trial, the trial was determined to be a concomitant product. Since the reported event is on the tip of the handle fractured and stuck inside this reported trial, the trial was determined to be a concomitant product.

Event description:
It was reported that; upon insertion of the trial the inserter, inserter inside shaft and trial broke. Additional note: two of blades did not go into the cage and are imbedded in the bone due to the inserter inside shaft breaking.